Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) the device failed to discharge via internal handles and displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.